Event description:
The customer reported that the system displayed a data error message and the foot switch was inoperative. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the problem. The fiber optic cable between the table generator interface module and the motron cpu was replaced. The power cables between table generator interface and the motron were cleaned and reseated. The system was tested and found to be working as intended and put back into service.